Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure a farawave ablation catheter was selected for use. After mapping with the optrell catheter in the left atrium and applying pfa energy to the left veins and right superior vein, the patient experienced hypotension. Ice imaging confirmed a pericardial effusion. A pericardiocentesis was performed, and the patient was monitored with a drain for 30-45 minutes before being transported to the operating room for further intervention. The patient was stabilized. The patient is expected to fully recover from the event. It is unknown if the device is expected to be returned.